Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1944 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter was ruptured at the 5cm scale of the exposed proximal end. No other information was provided.